Event description:
It was reported this balloon ruptured during a dilatation of an occluded arteriovenous fistula graft. Following balloon rupture, the balloon detached and remained in the pt occluding the graft. Just prior to this dilatation procedure, a thrombectomy was performed at the venous site. Follow up indicated the physician may have inadvertently punctured the balloon with a needle used during the thrombectomy procedure causing the balloon rupture. An attempt to surgically retrieve the detached balloon segment was unsuccessful and a new graft was placed at that time. No further details regarding the circumstances surrounding this event are available. No pt sequelae resulted from this event and the pt has since been discharged. The device has been retained by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anaostomotic and non-anastomotic) tend to be more difficult to open and usually require much higher [ressires fpr effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated the physician may have punctured the balloon material cuasing the balloon rupture. Co believes these factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: " if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."